Event description:
The customer requested annual preventive maintenance to be performed. During preventive maintenance repairs were required. No patient involvement. The device and power cord were received. The preventive maintenance replaced the battery and overmolded membrane along with tightening the clamp motor screws. During the evaluation of the downloaded event history log technical error 51 (defective speaker) and technical error 99 (activation of the watch dog) were found. The replacement of the speaker/flex ic resolved error 51. The replacement of the cpu and power supply pcb resolved error 99. After repair, the device was found to meet specification.